Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial procedure? What was the condition of the tissue where the vicryl was placed? How was the suture used (continuous or interrupted technique)? What are the patient medical conditions/ indication for the procedure? Can you identify the product code and lot number of vicryl suture used? Can you describe the patient initial post operative period? What date did the issue begin after the procedure? Were photos taken of the patient symptoms of reaction? What was the surgeon opinion regarding the symptoms and reaction? Is it standard practice to remove subcutaneous sutures 10 days post op? Did the patient receive any medical treatment for your symptoms? What was prescribed by the surgeon? Please provide the patient age, body weight and medical history at the time of this surgical procedure. What is the patient current status?

Event description:
It was reported that the patient underwent a pacemaker surgical procedure on unknown date ten weeks ago and the suture was used for deep tissue. At around five and half weeks following the procedure, the patient's skin became lumpy in an oval around the suture line and, at six- seven weeks, a rash appeared across the chest and then arms, neck and face. The patient experienced a skin irritation and her face became itchy and swollen. Additional information has been requested.